Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the implant was performed by a distributor. After a fall, the critical pump alarm sounded every 2 hours. The patient was experiencing withdrawal symptoms occasionally. They had analyzed the pump's logs and pump configuration; however, they had not identified any errors. They were questioning if there was any reset or troubleshooting procedure that could be performed before considering replacing the pump.